Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for the event of peritonitis. The patient was treated with unknown antibiotics "in the hospital". At the time of this report the patient outcome of this peritonitis event was not reported. On an unknown date the patient discontinued pd therapy. No additional information is available.